Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after stapling in a laparoscopic gastroplasty procedure, an unusual bleeding was detected. To resolve the issue the surgeon use suture to reinforce the stapling.